Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a navigable locked trajectory using the trajectory guidance view preference could be achieved by completing the following steps:1) select biopsy procedure. 2) select surgeon preference for guidance views: target guidance view 3) import any navigable exam (example used resin head CT dicom). 4) proceed through workflow to navigation task 5) navigate aiming instrument (navigus used) - ensure guidance view, probe¿s eye view, trajectory 1, and trajectory 2 views are displayed. 6) define any target (do not define entry) 7) lock trajectory near or on target (exact location doesn¿t matter) 8) change the surgeon guidance view preference to trajectory guidance view. It was reported that the result was observe trajectory remained locked, but error banner presented on the bottom of the screen (¿please set an entry¿). The biopsy needle was navigable along locked trajectory, even though this was using trajectory guidance view without a set entry point for the plan. When the trajectory was unlocked, it could not be reset until the entry point was set. The reporter was not 100% sure what the expected behavior was in this particular loophole/use scenario, but there was a contradiction against how the trajectory guidance view preference needed both an entry and a target in the selected plan to lock a trajectory (refer to sfbs). The error that an entry was required was present, which normally prevented a trajectory from being locked, but had no impact during this use case. It was noted that the work around was to go back to target guidance view surgeon preference. There were no errors present or unlock trajectory, set entry, re lock trajectory. It was noted that the behavior was always reproducible in this scenario. It was noted the impact was low. To the reporter's knowledge, biopsy trajectory locking, regardless of the view preference, was calculated identically. So even if a entry point was skipped, as described in this defect, the resulting locked trajectory would be identical (evident by the plan length once locked = 8.3mm not changing when switching between view preferences). The impact was likely that a user would see an error that an entry needed to be set and might need to reset their locked trajectory and define it differently. The requirements of the software were ss40514 ¿ the software shall prevent creation of a locked trajectory if the target point of the current surgical plan is not defined. This requirement is not invalidated by this behavior, but the trajectory guidance view by itself (without this defect behavior) requires both a target point and an entry point for the current surgical plan." There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0; product ID: 9736355, software version: 2.0.3 h3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.